Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.

Event description:
See manufacturer report 2032545200701832. The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. The plunger broke when depressed and the capsule fell off in the patient's mouth. This was the second capsule attempted for this patient. No serious injury to the patient was reported.